Event description:
Note: this MFR report pertains to the third of three devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05900 and 3005099803-2012-05901 for a description of the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.